Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while downloading the system controller log file, she noted that a red heart alarm for low flow followed by pump stop was recorded approximately 1.5 weeks prior. The patient had not noticed any issue with the performance of the pump. The system controller was exchanged without incident. The pt remains ongoing on the lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.